Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had minor scratches on lcd window and cracked case at display window corners.

Event description:
Customer reported that their insulin pump fell in a river and was submerged for an hour resulting in a button error alarm. The customers blood glucose level was reported at 204 mg/dl. Product is being replaced. No further information provided.